Event description:
A malfunction on the pump was reported by the customer, specifically indicating malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, technical support arranged to send a replacement pump with updated software. The customer was instructed to return the faulty pump within ten days and advised on using the new pump, including sensor usage instructions.